Manufacturer narrative:
(B)(4).

Event description:
It was reported there was pain in the pocket. The pt went on a "short trip" and riding in the car aggravated the stimulator pocket area causing "a lot" of pain. The pt saw his health care professional about the event and the device was successfully reprogrammed. The hcp stated the stimulator unit was painful to the overlying skin, and the pt had a revision. Per the hcp, the pt was doing "well" since the revision.